Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead exhibited high pacing thresholds. Upon extraction, removal difficulty was encountered. Further, the patient was then given intravenous medication. Additional information obtained indicates that dislodgement was confirmed through fluoroscopy and removal difficulty was due to the scar tissue at the superior vena cava junction. The lead was surgically abandoned. No additional adverse patient effects were reported.